Event description:
Patient was intubated during surgery and the holister endotracheal tube attachment device (e-tad) was applied. The e-tad was changed out eleven days later by a respiratory therapist, at which time some slight redness was seen. Six days later a respiratory therapist again changed out the e-tad after noticing some redness from under the upper part of the device. Upon removal of the e-tad, a long deep wound with a complete laceration of the nasolabial area was found.